Event description:
The pump was returned for service. During service failure code 16.310.903.003 was found.

Manufacturer narrative:
During service failure code 16.310.903.003 was found. Baxter service replaced the main batteries,. Review of the complaint history reveals similar reports have been received for this product for the reported issue. This issue is being investigated under CAPA #mdq-CAPA-152 which was initiated on july 12,2005.